Event description:
It was reported that the patient presented to the hospital for a pacemaker implant. After implant, the pacemaker was found in backup mode. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.